Manufacturer narrative:
Miyachi, s., hiramatsu, r., ohnishi, h., yagi, r., <(>&<)> kuroiwa, t. (2017). Usefulness of the pipeline embolic device for large and giant carotid cavernous aneurysms. Neurointervention, 12(2), 83. Doi:10.5469/neuroint.2017.12.2.83 the pipeline flex device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01211, 2029214-2017-01212, 2029214-2017-01213. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review a report of pipeline flex migration after placement. The purpose of this article was to review the series of patients who underwent treatment with the pipeline embolization device (ped) and to discuss the efficacy and safety of the flow diverter in comparison with other conventional treatment options. The authors identified 24 patients with 24 large or giant, unruptured carotid cavernous aneurysms (cca) treated with ped. The mean age was 71.5 years; 23 patients were female and 1 was male. Case 17 ((B)(6), female) underwent placement of a ped in the treatment of a right cca (12 mm). The article states that shortening of the ped with deviation into the aneurysm sac was observed on follow-up imaging resulting in remnant neck.